Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: date and name of index surgical procedure the diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? What medical or surgical intervention was performed? Results? Other relevant patient history/concomitant medications product was used in lesion of rotator cuff. No further information is available.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure female patient in her early 60s. Patient had no former diseases. Crp value under 5. What were current symptoms following the index surgical procedure? Sutures moved outwards. No inflammations of the surrounding tissue. What is physician¿s opinion as to the etiology of or contributing factors to the event? Surgeon has 25 years of experience. He had never before encountered such problems. Surgeon did not experience any problems with another lot that was used in surgeries with other patients the next days. He expects a report! What is the patient¿s current status? Patient is fine. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Date and name of index surgical procedure. The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? What medical or surgical intervention was performed? Results? Other relevant patient history/concomitant medications.

Event description:
It was reported that patient underwent unknown procedure on unknown date and suture was used. Post operatively, the patient experienced fistula. It was reported that the suture moved outwards with no inflammation. The patient current condition is reported as fine. Additional information was requested.